Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was broken; the set was in two pieces (tubing came apart at the distal y-port). This was observed when taken out of the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2, a3a, a4-a6, b3, b5, b6, b7, d5, d10, f10/h6: health effect - impact codes (update code), h6, h11. A2, a3a, a4-a6, b6-b7, d10: update to ni. B5: update the statement "this was observed when taken out of the package. There was no patient involvement." To "this was discovered after medication was finished infusing and was being taken out of the unspecified intravenous (IV) pump. There was no report of patient injury or medical intervention associated with this event." H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.